Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) /2004 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that mesh was implanted to treat stres urinary incontinence and pelvic organ prolapse. It was also reported that following insertion the patient experienced pain, infection, urinary problems, bleeding and vaginal scarring. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.